Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient required chemotherapy on (B)(6) 2025. At the department of oncology and hematology at the hospital, a 4fr single-lumen three-way valve PICC catheter (bard brand) was inserted, with a length of 35 cm left in the body and 5 cm exposed. The patient was instructed on the necessary precautions. On (B)(6) 2026, the patient was admitted to the department of oncology and hematology at the hospital for chemotherapy. Upon arrival, the patient was agitated and reported lower back pain and palpitations over the past three days. Department staff performed routine catheter maintenance. The outer film appeared intact, and there was no redness, swelling, or exudate at the puncture site. After replacing the sterile connector, a pre filled syringe was used to aspirate; no blood was drawn back. During a test injection, the catheter slipped out of the puncture site (1 ml of flush solution was used). A tourniquet was immediately applied proximal to the puncture site to avoid obstructing arterial blood flow, with the tourniquet loosened every 20 to 30 minutes with each release lasting less than 30 seconds. The attending physician was reported, and bedside ECG, chest xray, and ultrasound examinations were performed. At 10:30 am, the patient underwent a CT scan, which revealed tortuous, cord like high density shadows within the right atrium and right ventricle. Given the history of tubing placement, this was considered a fractured PICC. The catheter has been removed, and there are currently no complications.